Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 334 mg/dl and it was addressed by changing the cartridge, but not the infusion set. System check not performed as the customer changed out cartridge and has not experienced any additional occlusions.